Event description:
It was reported that the battery inside the dash 3000 exploded while charging. No patient involvement or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.